Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, a warning light indicating that battery backup may not be available was observed. The power manager printed circuit board assembly was replaced, restoring the device to normal function. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.